Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer¿s contact person address is: (B)(4).

Event description:
The customer reported the ventilator stopped working while in use on pt. The customer reported the device was in use on pt, but there was no pt harm reported.